Event description:
It was reported that during an angioplasty treatment procedure catheter entrapment on guidewire occurred. The patient was treated for a calcified occlusion of the anterior tibial artery. A victory 14 guidewire with rubicon 14 support catheter crossed very well the occlusion. Then the physician wanted to remove the support catheter in order to do angioplasty with a balloon catheter but the rubicon 14 didn't run on the guidewire. There was a very strong friction between guidewire and inner lumen of the support catheter. It was impossible to remove it from the guidewire, so the physician removed rubicon and victory together. No pieces of guidewire remained in the body. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).